Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. There was no indication the device manufacturing process contributed to the reported complaint. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product was not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture the product investigation results.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.